Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported right side rupture. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/apr/2024.

Event description:
Patient's spouse reported right side rupture. Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear) opening. Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's spouse reported right side rupture. Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional later reported "capsular contracture, baker grade unknown". Healthcare professional later reported "baker grade 4".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.